Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pacemaker that had triggered the elective replacement indicator. It was noted that the device could have prematurely depleted. It was also noted that the atrial lead had high impedance. On (B)(6) 2018 the device was replaced and the lead was left implanted. The patient was stable throughout.